Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, both the lead and the catheter dislodged several times due to patient anatomy. It could not be fixed after numerous attempts. The operation was ended due to the length it was taking and will be arranged at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.